Event description:
A male patient underwent aaa repair in 2009. The patient received a zenith main body, zenith iliac leg, zenith main body extension and a zenith convertor. The procedure was completed without reported incident despite the aorta making two 90 degree turns. Six days later, the patient underwent a secondary procedure. In the initial procedure, the physician landed the zenith main body lower than the renals due to angulation. The neck had dilated, so the physician placed a renu cuff and landed high, he thought the cuff would drop. The device was above the lowest renal and there was still flow to the kidney. The physician stented the renal with a bare metal stent and then ballooned. Due to the bare metal on the renal stent, a small type I endoleak arose. The kidney was filling and the sac had a small blush that the physician hoped would go away once the patient was off the heparin. The current status of the patient is unknown.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instruction for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to this failure mode, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria. Anatomical conditions. Importance of an accurate deployment. Proper ballooning sites. Additionally, the IFU states the device is indicated for use in patients with a non-aneurysmal infrarenal aortic segment proximal to the aneurysm with a less than 60 degree relative to the long axis of the aneurysm and an angle less than 45 degree relative to the axis of the suprarenal aorta. The failure mode assigned to this case is "inaccurate deployment" based on correspondence with sales representative. Additionally, it appears there was a proximal type 1 endoleak that resulted from the low deployment of the initial main body. Although this is not explicitly stated by the sales rep. Furthermore, the initial low deployment resulted in several effects, all of them resulting in moderate harm; additional deployment of a stent graft and additional deployment of a balloon expandable stent. Due to the alleged shape of the anatomy, the root cause assigned to this case is user error. We will continue to monitor for similar incidents.